Event description:
It was reported that the patient with this right ventricular (rv) lead had experienced perforation and presented to the emergency room with syncopal episodes. Intermittent loss of capture and pacing not delivered when required above 5 seconds were noted. Echocardiogram and x ray confirmed perforation. The rv lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Perforation or pericardial effusion or cardiac tamponade are known risks associated with medical procedures involving implanted cardiac leads. Analysis of the returned product is not able to provide relevant information for these types of allegations.

Event description:
It was reported that the patient with this right ventricular (rv) lead had experienced perforation and presented to the emergency room with syncopal episodes. Intermittent loss of capture and pacing not delivered when required above 5 seconds were noted. Echocardiogram and x ray confirmed perforation. The rv lead was explanted and successfully replaced. No additional adverse patient effects were reported.